Event description:
It was reported by the pt: the sling became adhered to the urethra and was causing pain and difficulty in emptying her bladder and had to be removed. The removal of the sling resulted in a hole in her urethra. The pt had to use a catheter for 2.5 weeks in order for the hole to heal. She then developed a virulent pseudomonas infection. The pt continues to have stress continence symptoms. Additional info has been requested but not yet received.

Manufacturer narrative:
The lot number is unk therefore, no review of the device history record could be performed. The instructions for use prescribes the proper method of placement for this product to avoid undue injury to the pt and damage to the product. The IFU states in the warning section: "the implant procedure and the instrumentation associated with the surgical placement of the sling carry an inherent risk of infection and bleeding, as do similar urological procedures." The IFU also states in the precaution section: "post-operatively the pt is recommended to refrain from heavy lifting and/or exercise (i.e. Cycling, jogging) for at least three to four weeks and intercourse for one month." Additionally, in the adverse event section, the IFU states: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, and transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection or erosion of the implant." (B) (4).

Event description:
(B)(4).

Manufacturer narrative:
The MDR was submitted in 2010 and this file is serving as a place holder for a supplemental MDR record. (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Correction: expiration date corrected to 11/30/2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.